Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be identified. It was confirmed that foreign matter was attached to the air and water channels, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the up/down and left/right angles were not to specification, the air/water channel volume, water flow and water removal were not to specification due to a blockage, and the air/water channel was cloudy in appearance. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the auxiliary channel of the colonovideoscope was blocked. The issue was found during the pre-rinse cycle of the channel control phase of reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water channel had remnants of a white crystallized foreign material believed to be a simethicone type product. The report is being submitted due to the defect found during evaluation.